Event description:
--

Manufacturer narrative:
Upon analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the device was interrogated and confirmed to have declared eol with a charge time of 45 seconds. Device memory had recorded two faults, one indicating a shorted shock lead the while the other was due to extended charge times while performing a capacitor reform. Visual inspection observed an arc mark on the device. An x-ray of the internal circuitry found an internal fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. In addition, a portion of the high voltage capacitor was broken. As a result of this damage the device was not able to charge the high voltage capacitors to deliver tachycardia therapy. Laboratory analysis concluded the device reached eol due to external shorting to the device case which caused damage to the internal fuse. We believe the open/damaged fuse prevented the high voltage capacitors from charging within 45 seconds, causing the device to declare eol.

Event description:
Boston scientific received information that at a follow up this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had experienced several syncopal episodes. Interrogating the device revealed that the device had triggered end of life (eol) with a charge time of > 45 seconds. Analysis of one of the episodes showed a 41 joule shock delivered on a ventricular fibrillation rhythm and an automatic capacitor reform which triggered eol with a charge time of > 45 seconds. This device will be explanted and returned. The patient remains stable.